Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that no insulin flowed through the bd ultra fine pen needle during the injection, and the consumer missed their shot. Their reported blood sugar levels were "180" the next morning as a result. The following information was provided by the initial reporter: "consumer reported no insulin flow when priming or taking injection stated, she could not take her shot last night and as result, her blood sugar was 180 in the morning. Did not seek medical consumer is reporting two lot's today but she can only recall one date of event. Consumer does not remember which lot the pen needle came from that affected her last night."